Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The following sections were updated, g4, g7, h2, h6 and h10. As stated previously the reported event was confirmed by the dispatched field service engineer. In addition, an investigation was performed by the legal manufacturer based off of the information provided. 1. A review of similar complaints both at the specific facility and in general was performed with only one other similar complaint. This issue will be trended. 2. A review of the IFU was performed and it was confirmed the IFU gives instruction to inspect the connector for damage in chapter 3 of the IFU. -the connector should be fixed firmly . -the o-rings should be free of abnormalities such as cracks, tears, or dents. Warning. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment. When an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. 3. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 4. A review of service records and repair records was performed. No repair information for the past year for the product was observed. Conclusion: the cause of the reported event cannot be conclusively determined. We presume from the investigation results that the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: - accumulated stress over time which caused the connector to get loose - unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event.

Manufacturer narrative:
The fse replaced the auxiliary water/elevator wire channel connector and the push plate. The device was repaired to specifications. The device passed all the functional and electrical safety tests. Software attributes were verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that during preventive maintenance, an olympus field service engineer (fse) found an elevator wire channel connector missing a center plunger. A cracked and deformed printer cover was also found not closing properly. The push plate was also found cracked. No patient involvement or injuries were reported. No additional information has been obtained.